Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting a failure to pace. The ipg was explanted one day after implant. A new ipg was implanted successfully on the chronic lead.